Event description:
It was reported the pt experienced a burning sensation behind the device, and a loss of therapeutic effect post bone graph surgery/disk replacement in 2008. Reprogramming was attempted without success. X-rays indicated the lead had migrated. The pt was scheduled to have the lead replaced with a paddle lead in 2009. No further outcome was reported.